Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after few minutes of using the device in a sleeve gastrectomy procedure, a part of the grey insulation from the fixed jaw became detached and fell inside the abdominal cavity of the patient. They were able to locate and retrieve the component. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and missing plastic. The disengaged plastic was not returned. The customer reported component disengaged. The reported condition was confirmed. The investigation found the bottom jaw over-mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over-mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU (instructions for use) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.